Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement and vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element plus stent delivery system was selected to treat the lesion. When they attempted to remove the stent delivery system (sds), the stent came off the balloon. They then ballooned the proximal part of the stent with an unspecified balloon catheter and wired it to the lad but stopped when the artery was dilated. A grade f dissection was noted in the lad distal to the stented area, in the mid lad. The dissection "probable caused by the pre dilatation, but when the stent came off the balloon the wire came back and the dissection flap came free." The procedure was completed with this device. No further patient complications occurred.